Event description:
Customer reported a female pt sustained second and third degree burns, one measuring 3cm and one measuring 4 cm, during a colposcopy and biopsy procedure. Reportedly the burns occurred on the edge of the pad, located on the left inner thigh, and they were treated by a plastic surgeon with fitoestimulina (triticum vulgare and fenoxietanol). The pt reported pain as soon as the surgeon activated the electrocautery, the procedure was immediately stopped and couldn't be performed. The generator used was noted to have contact quality monitoring (cqm) capability. The 3m product used ((B)(4)) with the generator is not intended for use on a generator that has cqm. 3m instructions for use includes info on product use with generators that have cqm.

Manufacturer narrative:
The wrong 3m product was used with the generator claiming to have rem. Labeling for product includes the following warning and instructions for use: warning: improper use of universal electrosurgical pads can cause electrosurgical burns or pressure necroses. For pt safety, follow all of the instructions below. Failure to follow any of these instructions increases the risk of electrosurgical burns or pressure necroses. Use appropriate pads, equipment, and accessories. Does the electrosurgical generator have a contact quality monitoring sys (eg rem, arm, nessy)? (Labeling includes illustration of which style of pad to use with generator having cqm).